Event description:
It was reported that a patient observed air in the patient line of a homechoice cassette without an associated alarm. This occurred during fill one of peritoneal dialysis therapy on the homechoice machine. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted the patient in ending therapy. The patient would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.